Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no reported adverse impact to the customer's blood glucose level. Customer declined to continue troubleshooting with tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.